Event description:
The account alleges that the device will not go into trendelenburg when the pan is raised. No injuries were reported.

Manufacturer narrative:
The account decided to remove the device from service and use it for parts. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.